Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 577 mg/dl. Customer's other blood glucose value was unknown. Customer reported insulin flow blocked alarm. Customer declined trouble shoot for high blood glucose. The insulin pump without a reservoir and the pump was able to detect no reservoir. The customer did not provide details regarding symptoms of high blood glucose. The customer was treated with manual injection. The device was expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted. (B)(4).